Event description:
The svc report shows that the leak test was out of spec while performing an incoming eval. The co svc technician inspected the device and replaced the inlet valve leaf. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.